Event description:
The patient "hadn't been feeling right."

Event description:
A volume discrepancy was reported. It was noted at the refill the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 18.5ml and the erv was 2ml. It was reported that the patient did not experience pain relief. There were no alarms noted. A dye study was planned. The pump was used to deliver morphine and bupivicaine.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n288786010, implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).